Manufacturer narrative:
The following fields have been updated with additional information: b1, b5 and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the remote smart service still showed the old serial number. A technical support specialist (tss) updated the serial number and refreshed remote smart service, which then reflected the new serail number and unit10 inventory was checked and found empty. It was confirmed with customers that all 204 meds had been deleted and needed to be reloaded. After consulting with the pse, it was advised that if the reset script had been executed, the customer would need to reload the medications to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a cannot delete inventory for the device at the server. The customer reported that unable to pull out medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a cannot delete inventory for the device at the server. The customer reported that unable to pull out medication to the patient. There were no adverse events or injuries reported based on this event.